Manufacturer narrative:
It was reported that during a laparoscopic cholecystectomy, the insulated sheath of the reprocessed micro scissor tip came off and fell into the procedure site. It was reported that inadvertent cautery of the liver was noted during this incident. The insulated sheath was successfully retrieved from the procedure site via a specimen retrieval bag and the procedure was completed without further reported incident. The patient was under general anesthesia at the time of the incident. The patient did not require additional anesthesia to complete the procedure. The patient was recovered post-operatively without incident and discharged home on the same day of the procedure. That patient indicated experiencing "soreness" on a post-operative call, however, no medical treatment related to the "soreness" was reported. No sample was returned for evaluation. A root cause for the reported incident was unable to be determined. Due to the reported need for medical intervention to retrieve the insulated sheath from the procedure site and inadvertent cautery of the liver, this medwatch is being filed. If additional relevant information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that insulated sheath of the micro scissor tip came off and fell into the procedure site.